Manufacturer narrative:
All available information was investigated, and the reported broken gripper line was confirmed via returned device analysis. The reported unintended gripper movement and difficult to position in anatomy could not be replicated in a testing environment. Additionally, the gripper line was observed to be kinked and the gripper cover was observed to be frayed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported difficult positioning in anatomy was due to procedural circumstances. The cause of the observed kinked gripper line, observed frayed gripper cover, and reported broken gripper line were unable to be determined. The reported unintended gripper movement was a cascading event of the reported broken gripper line. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. After a first grasp central in the a2/p2 (anterior and posterior 2) segment, it was decided to raise the grippers and open the clip to reposition it more medial. It was noted that there was interaction with the leaflets during the first grasp. In the medial position, the clip started to capture the leaflets. Then it was recognized in the echocardiogram, that the posterior gripper lowered itself. It was confirmed that the gripper lever was retracted (gripper up position). It was decided to remove the clip and replace it with another one. Outside the patient the clip was visual inspected. One could see that one gripper line ruptured. With the new clip the mr could be reduced from grade 3 to 1 with one xtw clip. There were no adverse patient effects.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.